Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, measuring greater than 125 ohms. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.